Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of a smart pass episode stored by this subcutaneous implantable cardioverter defibrillator (s-ICD) showed oversensing of noise artifact. Technical services was consulted, and in-office troubleshooting to evaluate lead integrity and lead/device connection was recommended. No evidence of inappropriate therapy delivery. No adverse patient effects were reported. This product remains in service.